Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaint files did not find any other report with the lot number (943124). The device was not returned to vasorum ltd. For examination. Attempts to obtain final patient status were unsuccessful other than it being reported that the snaring procedure was successful. It was not determined if the hospital had actually submitted the medwatch report to the FDA. As the time of closing out this event, vasorum ltd did not identify or receive any official FDA medwatch correspondence. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. No corrective/preventative actions will be taken at this time. This report is the final report being submitted by vasorum ltd.

Event description:
A medwatch report form was received which stated that the 6f celt acd closure device was mal-deployed and intraluminal in the right common femoral artery. The mal-deployed closure device was immediately retrieved successfully. An update was received on (B)(6) 2025 informing that the embolized implant was retrieved successfully by a snare. Attempts to obtain final patient status were unsuccessful.